Event description:
It was reported that a system error 2240 (air in tubing) alarm occurred on the homechoice (hc) during initial drain. During troubleshooting, there was nothing found that could have caused or contributed to the alarm. The patient was advised to end the therapy and start over with new supplies. There no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be submitted.